Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer reported her implantable neurostimulator (ins) was removed and replaced because it was too large for her body structure and every time the consumer sat, she would get a jolt. Indication for use included gastrointestinal/pelvic floor. There were no further complications reported and/or anticipated.